Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a low heart rate, arrhythmia and heart block. It was further reported that the right ventricular (rv) lead exhibited loss of capture, fracture, rising and high impedance, and increasing thresholds. It was also reported that the rv lead exhibited insulation damage as shown by staining on the lead body. During the rv lead revision procedure, it was noted that the implantable pulse generator (ipg) setscrew appeared loose. The rv lead was explanted and replaced. The ipg remains in use. No further patient complications have been reported as a result of this event.